Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 8.8 and 12.9 mmol/l. Tests were done within 20 minutes. No further information has been reported.